Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was noted the felt was debrided off the driveline all the way back to the level above the fascia to where the site felt there was a noninfected field, which was all removed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient's driveline velour was debrided due to infection on (B)(6) 2023. The patient experienced drainage, redness, and pain with positive cultures for group a streptococcus. The patient was treated with cefazolin intravenously and then transitioned to cefadroxil by mouth. The patient was to remain on cefadroxil.

Manufacturer narrative:
Section b3 - event date was estimated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient's driveline velour was debrided.